Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was experiencing abnormal shutdowns. The last patient to use this monitor did not report any deficiences.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was experiencing abnormal shutdowns. The cause of the abnormal shutdowns was isolated to the improper seating of the interconnect pca board. The root cause of the improper seating was unable to be positively identified. No adverse event resulted from the improper seating. The last patient to use this monitor did not report any deficiencies.